Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) staff reports unit was in the or without being plugged in. Upon returning to patient room with pump still in use, staff reports unit shut off. The screen went black and exhibited a continuous alarm. Patient was involved; no harm occurred.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut off. The screen went black and it started to continuously alarm and would not restart. It originally happened when the patient arrived back from the or but restarted.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter (B)(6), g1 contact person mfg site, (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, due to character limit in e1 initial reporter name is (B)(6), e2 a getinge field service engineer (fse) evaluated the unit and unit was unplugged for several hours until batteries finally were depleted and unit shut down. The fse was able to confirm batteries fully charge when plugged in and confirmed battery run time passes per getinge specifications. The fse also confirmed battery switch functioned properly. Root cause of operator error. Not plugging in unit while in use and depleting batteries is the root cause of unit shutting down. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) staff reports unit was in the or without being plugged in. Upon returning to patient room with pump still in use, staff reports unit shut off and exhibited a continuous alarm. Patient was involved, no harm occurred.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, health effect ¿ impact codes).

Event description:
N/a